Event description:
Patient admitted due to infection. Later that night the catheter was found clotted. The nurse removed the device and found the catheter missing from the hub. The catheter fragment was surgically removed with no patient complications.